Event description:
It was reported that the circuit was primed at a low flow rate (1liter/min) for 3 hours until ecc was initiated. Approx 6 hours 30 minutes after ecc the gas exchange ability of the device worsened, even though the device was being flushed. At 6 hours 45 minutes, po2 value dropped to 70 from 140. Patient weaned from ecc. The device was changed to another, but ecc was not restarted. Flow rate: about 4l/min; 100% gas flow rate: about 4l/min. Ecc-extra corporeal circuit. (B)(4).

Manufacturer narrative:
The investigation is still pending. A supplemental medwatch will be submitted when additional info becomes available.